Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The bulkhead harness was reconnected. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The bulkhead harness was reconnected.

Event description:
The hospital reported that the unit alarmed for 'no inspiratory flow sensor' and 'no expiratory flow sensor' following boot-up. There was no report of patient involvement.